Manufacturer narrative:
Pt identifier not available at time of this report. Initial testing performed at the site found that there was no movement of vertek arm, frame or pt. Results showed that the reported issue was able to be duplicated by medtronic personnel. A RMA was issued for a replacement computer. The computer has not been returned to the manufacturer.

Event description:
A medtronic rep reported an alleged inaccuracy during a craniotomy procedure with a stealthstation treon. Reportedly, it was found that the indicated position with navigation was out of alignment about 10 cm during the procedure. The surgeon decided to proceed without using the stealthstation treon system. The surgical time was extended for about 3 hours. There was no impact on the pt outcome.